Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: unknown, information not provided. Section d6b: if explanted; give date: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made and no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was damage to trailing haptic whereby it was broken when surgeon was implanting the lens. There was no delay in treatment or interventions performed. No further information was provided.